Manufacturer narrative:
Manufacturer will continue to monitor this issue through trending. The device was not returned. No results are available at this time.

Event description:
It was reported by the distributor that during a procedure, in which the physician was using the capio device for the first time, 4 attempts were made to capture the device, but each failed. After the fourth it was noted the needle was missing, which was located in the capture of the capio device. At the needle count it was noticed that another needle was missing from the attempts 1 through 3. A subsequent x-ray found the needle imbedded in the caccro spinous ligament. The needle was not removed. There was no adverse outcome to patient reported.